Manufacturer narrative:
One device was received for the device not releasing from the inserter. For this complaint file, the final customer lot was identified. A device history record review for the lot was conducted. According to the device history record review, the lot was reprocessed for an anomaly that did not contribute to the customer complaint. The product was released according to the product¿s acceptance criteria. No additional investigation is required based on the device history record review. A complaint lot history examination indicates there were no other complaints for the reported issue. The complaint sample was visually inspected and deemed nonconforming. The shunt was returned no longer on the inserter handle. The inserter wire has a kink present in the wire. The wire no longer can be pulled back into the handle due to the kink, but the handle release mechanism works properly. The complaint does confirm the inserter wire is damaged so the filtration device would not be able to be released the shunt from its handle. How and when the inserter became damaged cannot be determined from this evaluation. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. A customer reported the device was not released after repeated trials inside the eye and was released outside the eye instead. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
A customer reported that during a glaucoma device implant procedure, the device was not released after repeated attempts while in the patient's eye. The device was removed from the eye and released without issue. Additional information was requested.

Manufacturer narrative:
(B)(4).